Event description:
The clinician reported that the right ventricular (rv) lead was sticking out of the patient¿s chest. The lead was removed the following day. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).